Event description:
An archer guidewire was selected as an accessory product in a patient during the endovascular treatment of an aortic aneurysm approximately four months ago. It was reported that the archer wire was removed from the packaging and the physician found that the wire was kinked. The wire was not used in the patient. The physician checked the remaining four wires in the box and found all were kinked except one. The wire that was not kinked was used to complete the procedure. No clinical sequelae were reported and the patient is fine. The wire was returned and its evaluation has been completed. The wire was returned in the shelf carton within the sterile pouch. The pouch seal was intact. Upon evaluation a slight bend was noted on the wire at the proximal weld. The kink complaint is confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This supplemental report is being retrospectively filed to report manufacturing related issue that was submitted under (B)(4).